Manufacturer narrative:
The device was returned due to the patient's death. Interrogation of the device revealed it was above eri when received. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01530; 2938836-2020-01529. It was reported that patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.